Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The ipg would not communicate with the programmer or the charger. The patient started that it has been over a year since the ipg was charged. As a result, the patient may undergo surgical intervention to address the issue.